Event description:
A report was received that after patient had an MRI performed, they started to have trouble charging the ipg. Patient was charging the ipg more frequently than normal. The physician decided to perform a revision procedure to replace the ipg. Patient was doing fine post operatively.

Manufacturer narrative:
The returned ipg was analyzed and the complaint was confirmed. The root cause of the event was the device has been damaged after the patient had an MRI scan. Even without inserting leads, impedance readings measured were abnormal values suggesting that all nodes were shorted to the vh high voltage node inside the analog ic u1. The daily battery consumption rate changed from 34.64 mv to 156.23 mv. The damage to the analog ic was the root cause of the charging difficulty. The ipg is not an MRI safe device. Based on the dfu direction for use, MRI exposure may result in damage to the stimulators electronics.

Event description:
A report was received that after patient had an MRI performed, they started to have trouble charging the ipg. Patient was charging the ipg more frequently than normal. The physician decided to perform a revision procedure to replace the ipg. Patient was doing fine post operatively.